Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons required multiple presses to elicit a response and the ok keypad button required hard presses to elicit a response. The patient noted that the symbols on the keypad buttons were worn off. The patient denied any damage to the keypad or evidence of moisture in the pump. There is no further information regarding the complaint at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 and not (B)(4) 2012 as previously reported.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn off but the rubber keypad was intact. Evaluation revealed that the up and contrast buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The down and ok buttons responded appropriately. There was evidence of keypad contamination found under the contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.